Event description:
Pt reported that the values captured in the device's memory do not match the values that were manually recorded in a self-test diary. Pt stated that the following values were found in the device's memory: 151 mg/dl, 41 mg/dl 84 mg/dl, 150 mg/dl, 92 mg/dl, 123 mg/dl, and 53 mg/dl. Pt alleged that the correct values, as recorded in the self-test diary were: 15 mg/dl, 165 mg/dl, 129 mg/dl, 47 mg/dl, 280 mg/dl, 245 mg/dl, and 126 mg/dl. No pt injury was reported and no treatment was received. While on the line with technical support, quality control testing was performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.